Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm during use with a minicap transfer set. The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a partial disconnection between the patient line of the homechoice cassette and the transfer set, which resulted in a leak, that led to this alarm. Renal therapy services (rts) guided the caregiver to end the therapy and advised to contact the nurse regarding the issue. Rts reviewed proper procedures per the user manual reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.